Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012033698); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded by a nurse and a loading check verified a successful load. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 20mm balloon. The valve was attempted to be deployed, however infolding occurred with the first release of the valve. The valve was recaptured and removed from the patient. A new valve and delivery catheter system (dcs) were successfully used for implant. No adverse patient effects were reported.

Event description:
Additional information was received that a procedural delay occurred due to the valve infold.

Manufacturer narrative:
Updated b.5 updated imf code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated h.6 product analysis: upon receipt at medtronic¿s quality laboratory, the device was received via fedex in in return kit fully submerged in cloudy 0.2% glutaraldehyde solution. The valve was blood-stained with the inflow in a partially crimped condition. All leaflets were flexible and intact with signs of creases possibly associated with the crimping and recapturing process. Leaflets 1-2-3 appeared retracted and bloody. All commissures appeared intact. The valve was submerged in a warm saline bath; valve frame reset. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was fully deployed; no issues were noted. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: 3 fluoroscopic cine loops and one still image of the fluoro-check and implant procedure were provided for review. The valve fluoro-check was provided however it is unclear whether this was the first or the second valve to be checked. It appears that there is in inflow-crown overlap present that reaches a little beyond node 2. However, due to the limited video quality, it¿s impossible to exclude an overlap that goes further. An infold is clearly visible in another image. An image shows the successfully implanted second evolut bioprosthesis after a preceding post balloon aortic valvuloplasty (bav). By exchanging the first evolut system (valve, delivery catheter and loading system) with a new system, the implant team adhered to medtronic¿s recommended best practice. An evolut bioprosthesis infold can be caused by different reasons. The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: based on the information provided, the infold was likely related to the valve as it was reported the valve was loaded correctly and that the infold occurred upon the first attempt at deployment. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.